Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door number 2 failed. A field service engineer confirmed that due to a malfunctioning tower door number 2 consistently failed to open properly, producing multiple clicking sounds before eventually opening. To address the issue, the device was powered off and the tower center column was opened, revealing old-style door latches with worn-out micro switches. All four tower door latches were replaced with new ones. After securing the tower center column, the station was rebooted and a diagnostics test was run on all four tower doors, which all passed successfully. The station was rebooted once more, and the user was able to recover and run the inventory application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section d medical device catalog. This supplemental MDR was submitted to reflect the correct catalog number.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.